Event description:
It was reported that during a rectal procedure, the device would not open. Another instrument was used to complete the procedure. There was no consequence to the patient.

Manufacturer narrative:
Information anticipated, but unavailable at this time.